Event description:
A caller reported experiencing a cgm error, identified as error 42, with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump, and the caller successfully performed the reset. Following the reset, the sensor session was started without any further error codes being displayed.